Event description:
It was reported that video system center had video signal issue between scope and monitor during inspection for use. There were no reports of patient of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac provided guidance for how to wire the video signal. The cable was properly installed and the image is now on the main monitor. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.